Event description:
Symptoms: loss of motor skills, death several hours following the procedure, the pt became unresponsive and began to exgibit no significant motor function. A CT scan was done and it was noted to have a mass with intracranial bleed. The physicians did not feel the pt's conditions was salvageable. The family was consulted and life support was removed. The pt expired. No other information was available.